Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 05/26/2016 to report that they experienced an adverse event on (B)(6) 2015. Date of issue is an approximation. Patient stated that he lost consciousness due to low blood glucose (bg). The paramedics were able to the shake the patient awake so he could drink juice. The patient did not go to the hospital. There was no alleged device malfunction. Additional event or patient information was not provided.